Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported in 2006 that her blood glucose level was at 82 mg/dl before going to bed. The next morning the patient's daughter was unable to wake the patient. The daughter provided cake icing under the patient's tongue, but the patient still did not respond. The daughter's friend and her mother who is a nurse tried to give the patient cake icing and sugar, but the patient still did not respond. The patient's daughter and spouse tried to measure the patient's blood glucose level before the paramedics arrived, but the patient's blood glucose was so low her blood glucose meter would not provide her blood glucose level. Once the paramedics arrived, they tried to get the patient's blood glucose level, but could not get reading. The paramedics did draw blood from the patient and it was tested at the hospital with a blood glucose reading of 17 mg/dl. Patient's normal range is 80 to 150 mg/dl. The paramedics tested her blood glucose level after the amp d50 was provided and the patient's reading went up to 240 mg/dl. The patient was still not responding, so she was taken to the hospital. The patient could not provide any detail of what took place while at the hospital. The patient was released in 08/06. During troubleshooting, the infusion device and accessories where discussed with no evidence of malfunction. The patient continued to use the infusion device. No product will be returned for evaluation.